Event description:
It was reported the patient had stimulation in the wrong location. It was noted two months prior to call the stimulator had migrated about two inches. It was reported the patient felt stimulation change from the pelvic area to their tailbone at the same time. It was noted the patient¿s lead was bulging and visible under the skin. It was reported the patient turned their stimulation off, but got ¿serious pain¿ to their back. It was reported the stimulator was protruding out of the patient¿s skin. It was noted four days prior to call the lead started ¿grinding.¿ it was reported the lead was pinching the patient and irritating their spine. It was noted the patient could not bend over or do anything. It was reported the patient was numb and in pain from the lead location in their lower back to their toes. It was noted the patient was ¿pretty much paralyzed.¿ it was reported three inches of lead wire was sticking out of the skin. It was noted the patient¿s leg would not stop shaking. It was reported the lead had moved. It was noted the patient¿s toes moved involuntarily.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va02241, implanted: (B)(6) 2012, product type: lead; product ID 3889-28, lot# va02241, implanted: (B)(6) 2012, product type: lead. (B)(4).